Event description:
A peritoneal dialysis (pd) patient reported that they were in the hospital. Follow-up with the patient's primary peritoneal dialysis registered nurse (pdrn) stated the patient was sent to the hospital for diagnostic radiological testing, which revealed the patient's pd catheter (not a fresenius product) had become intertwined with the patient's omentum. On (B)(6)2020, the patient met with a vascular surgeon to discuss next steps, and on (B)(6)2020 the patient's pd catheter was surgically removed at the vascular access center. The patient has a preexisting arteriovenous (av) fistula, and on (B)(6)2020 the patient transitioned to "back-up" hemodialysis (hd) therapy. The patient will have another pd catheter placed in the "next week or so", and will return to pd therapy utilizing the same liberty select cycler as before the events. Per the patient's primary pdrn, the events were unrelated to any fresenius product(s) and/or device(s). As of (B)(6)2020, the patient is tolerating hd therapy well and is recovering from the events. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).